Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: a review of the pump¿s black box history showed that multiple power reboots were recorded. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. The battery compartment threads were found to be damaged. The returned battery cap threads were also found to be damaged. The returned battery cap was not able to maintain an electrical connection with the pump due to detaching. A test battery cap was used to complete all testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. (B)(4).